Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the hls set was set up according to the company instructions. The red line from priming back could not be connected to the red line of hls module site red line. The hls set was exchanged. There was a delay in treatment due to the reported failure. The failure occurred during priming. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the hls set was set up according to the company instructions. The quick action coupling red line from priming back could not be connected to the quick action coupling red line of hls module site red line. The same occurred with the blue quick action coupling line. The hls set was exchanged. There was a delay in treatment due to the reported failure. The failure occurred during priming. No harm to any person has been reported. It was reported that there was a delay in treatment due to the failure. Therefore, a report is needed. The affected hls-set was investigated by the getinge laboratory on 2023-06-17. The quick couplings on the respective tube lines were checked and a deviation from the associated specification was found. There was no damage on the hls module or the tubing. The root cause is an assembly failure. A non-conformance process was initiated in regards to the detected findings. All further actions and investigations will be performed within this process. As stated in the instructions for use of the hls set - in chapter preparation and installation ¿perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures.¿ . As stated in the instructions for use of the hls set ¿ in chapter starting perfusion: ¿the priming set is only intended for priming the system in order to achieve rapid and sufficient de-airing of the hls set advanced. Remove all of the quick-action couplings before you start perfusion. The quick-action couplings are intended exclusively for priming the set¿. Based on the results the reported failure "quick connectors assembly error" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID # (B)(4).